Manufacturer narrative:
The steam leak caused condensation to form and accumulate water on the floor. A steris service technician inspected the washer and found a leak from the top utility flexible pipe. The technician repaired the washer, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that steam was emitting from their washer. No report of injury.